Event description:
It was reported that, approximately six weeks post implant, the right atrial (ra) lead exhibited intermittent atrial under-sensing, where device may be prematurely ending episodes of atrial tachycardia/atrial fibrillation (at/af). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.